Event description:
It was reported that on (b)(6) 2026, a patient presented with grade 4+ degenerative mitral regurgitation (MR) and a flailed leaflet for a MitraClip procedure. The procedure was completed successfully. After the procedure, it was difficult to remove the steerable Guide catheter (SGC) from the stabilizer. The SGC was removed from the patient, still attached to the stabilizer. Troubleshooting was performed, after significant force the SGC was removed from the stabilizer. The final MR was grade 1. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
NA.